Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with constant motor error alarms during rewind due to corroded motor assembly. Unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test or excessive no delivery test due to motor error alarms. Unable to verify blank display and intermittent line segments on display due to motor error alarms. Unit received with moisture damage on force sensor resistance and moisture damage on electronic board stack.